Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The final implant depth was 4-5 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was selected for implant using a small flexnav delivery system. The patient has a past medical history of severe mitral regurgitation with congestive heart failure and tricuspid aortic valve stenosis. The patient had a tortuous anatomy. The membranous septum was approximately 1.3mm. There was no calcification extending beneath the aortic annular plane. During implant, the implant was too deep on the lcc side and the alignment was not suitable. The valve was recaptured and repositioned twice without success. Therefore, the entire system was removed and replaced with a new 25mm navitor vision and a new small flexnav delivery system. The replacement navitor valve was successfully implanted at an implant depth of ncc 4-5mm and lcc 7mm. No clinically significant delay was reported. The patient remained hemodynamically stable throughout the procedure. Post-implant, new onset left bundle branch block was observed. The patient remained hospitalized until post-implant day 5 in which EKG changed to complete heart block with syncope. Therefore, on (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be in stable condition.